Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was) double. Femoral access was obtained and heparin was administered. Following the successful transeptal puncture (tsp), additional heparin was administered. The was was advanced and the tsp wire was exchanged for a pigtail catheter. Echocardiogram visualized a small thrombus on the mitral annulus. The thrombus was successfully aspirated into the was and removed from the patient. The procedure was completed without further incident. No patient complications were reported.